Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The codman bactiseal evd catheter (821745) was returned for evaluation: review of the history device records for the product code 821745 with lot 5510405 conformed to the specifications when released to stock. Failure analysis: the catheter was visually inspected; the tip was slightly bent. Some red/brown traces were noted on the catheter. Remarks from the production team: if the guide wire was not to the end of the catheter this would not fit in the blister. The marks on catheter would not be antibiotics as all catheters are cleaned and inspected 100% twice. The root cause for the issue reported by the customer is probably due to human error wrong handling, as reported by the team: if the guide wire was not to the end of the catheter this would not fit in the blister. The root cause for the marks on the catheter noted during the investigation is probably due to handling on customer side.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the tip of the codman bactiseal evd catheter was significantly bent and unable to use. There was no damage on the package. The patient was prepped for surgery and a five-minute delay was noted. The device was not in contact with patient and no patient injury was reported.